Manufacturer narrative:
Reference record (B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed, which is the us list number. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2018, the patient reported that insertion site was infected and began treatment with unknown antibiotics on (B)(6) 2018 for a duration of seven days. On (B)(6) 2018, it was reported that the insertion site was (still) infected but improving. On (B)(6) 2018, the insertion site was dry and pink. On (B)(6) 2018, it was reported that the insertion site infection was more restless and had pus.